Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 1 year 7 months post implant of this 24mm annuloplasty ring in the mitral position, the patient had moderate mitral regurgitation as measure on echocardiogram. The physician explanted the ring and implanted a 23mm annuloplasty band. The physician stated that there was no failure of the device or product problem. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of investigation results indicates that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the physician stated that there was no failure of the device or product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.